Event description:
Patient prepped for surgery I the usual fashion. A total of 5 incisions were made in the chest. Upon entrance in the chest, no abnormalities were seen on the chest wall. The lesion was fairly deep and it had a puckering appearance which was consistent with malignancy. There were 2 small branches of the lingula in the airway. I took a 60 gold ethicon stapler and passed it across both vessel and airway. The stapler was closed and was fired. Once I released right in the middle of the staple line there was some bleeding from a branch of the lingula. I had placed pressure for about 10 minutes, but continued to have bleeding. There was control the whole time when we put pressure. Blood was ordered and once the blood was in the room, a thoracotomy was made. Once we opened, I released the pressure and the bleeding had stopped. We did place evicel and surgicel and avitene on the area that bled. We watched it for about another 15 to 20 minutes. No active bleeding was seen. The skin was closed with staples. Patient tolerated the procedure well, was extubated in the operating room and transferred to the ICU in stable condition. Patient was converted to a thoracotomy for exploration of the bleeding. Bleeding was noted from low pressure system at the staple line of hilum in the left lung. Bleeding was controlled with direct pressure and hemostatic agents. The patient did not have harm, but unfortunately had required a thoracotomy to evaluate the bleeding.